Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of a discolored display was confirmed via evaluation of the returned heartmate 3 system controller. The returned controller, serial number (B)(6), was connected to a known working test power module, patient cable, system monitor, and mock circulatory loop. Upon connecting to power, the liquid crystal display (lcd) screen was observed to have a green discoloration. The controller was functionally tested and found to operate as intended. The controller was opened and a green residue consistent with fluid ingress was observed throughout the controller, including on the lcd screen. Due to the extent of fluid ingress, no further product testing was performed. The root cause for the discolored lcd screen was determined to be due to fluid ingress. The heartmate 3 instruction for use (rev. B) was available for use at the time of the event. Section 2, entitled ¿system operations¿, instructs the user to not submerge the system controller in water or liquid and to keep the system controller power cables away from any liquid as well. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller. The heartmate 3 patient handbook (rev. A) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on 26may2025. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient complained that they had unidentified beeping once per day from the system controller. They also had issues with a different tone in the display. No alarms could be confirmed by log files or seen in the display. It was believed that the beeping was from another device (ICD). The system controller was exchanged due to display issues and would be returning for investigation in regard to display issues.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.